Event description:
The pt was implanted with a left ventricular assist device. The perfusionist reported that the pt experienced a red heart alarm and a replace system driver message. The system controller was exchanged, but the red heart alarm continued and the display read 0. The system controller was set to back up mode, which started the pump. The pt arrived at the hospital and the backup system controller was full of residue at the driveline connection. A percutaneous lead continuity test was conducted twice and both times it failed. The MFR received info on (B)(4) 2012, that the pt had expired. Further info received from the hospital on (B)(4) 2012, indicated that the pt "had a fracture of all wires in the driveline resulting in sudden stopping of her pump. She was not a great candidate for device replacement."

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. The user facility report was received from the (B)(4) registry. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.